Event description:
It was reported that after heated insufflation, a burn mark was found on the patient's skin. It was further reported that a red stripe was visible, there where the insufflation hose was situated during the surgery.

Manufacturer narrative:
Additional information will be provided once investigation is completed.